Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to reproduce the issue. The fse checked the offset values of the pressure transducers, atm tx is showing xx and x1 tx showing 47. The fse observed white and reddish patches on the motor control pcb. The front end pcb and motor control pcb will need be to replaced. Further diagnostic will be made once both the require pcbs are installed.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an electrical test failure code 50 and 54. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an electrical test failure code 50 and 54. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) that had evaluated this iabp reported that the customer is no longer interested in repairing this iabp. The fse also reported that the iabp was not approved for clinical use.